Event description:
The customer reported a fluid leak of unspecified volume from the blood sampling valve (bsv) on a coulter lh 500 hematology analyzer while performing instrument shutdown. The leak was contained within the instrument and platelet (plt) and red blood cell (rbc) background failures were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found and replaced the actuator valve, which was not rotating properly, causing reagent to leak between the bsv pads and not allowing the red blood cell (rbc) bath to fill, to resolve the issue. The repairs were verified per established service procedures. (B)(4).